Event description:
Customer reported that the insulin pump returned a no delivery alarm. Customer reported that the insulin pump was not responding, and the time, reservoir meter, and battery indicator were on the display screen. Troubleshooting for the no delivery alarm showed that the insulin pump was functioning properly. Review of the insulin pump's alarm history showed that a bad battery alarm and a failed battery test had been returned. Blood glucose level was 247 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.